Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. The event is detectable and preventable by handling the device in accordance with the following instructions for use: "instructions for use states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope and related reprocessing accessories." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in air water nozzle. There was no patient involvement.